Manufacturer narrative:
(B)(4). After battery installation, the unit powered up with a blank display due to moisture damage electronic assembly. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Unit had cracked battery tube threads, cracked case (battery tube). The unit p-cap / test reservoir locks in place properly and no anomaly noted.

Event description:
Information received by medtronic indicated that insulin pump dropped and dipped into water. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.